Manufacturer narrative:
Standard functional tests were performed, complaint could not be duplicated or confirmed. This MDR is being filed as part of the retrospective review for reportability.

Event description:
Info received indicates the pump continued to run after the set was empty and did not show air alarm.